Event description:
The customer reported distal end burned during reprocessing involving an Olympus Bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 field: Establishment Name: Due to limitation of Text characters added here: (b)(6).The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.